Event description:
The manufacturer was contacted in reference to a device not functioning. The patient alleges the device will not turn on. No allegation of patient harm or serious injuries. Medical intervention was not specified by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
This notification was opened for review due to the manufacturer being contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Information received from evaluation results from a third-party service center device indicates that there was no visualization of particles in the airpath. Based on the available information, there is not enough evidence to indicate this issue is reportable to any regulatory agencies. No report will be filed with any regulatory agencies at this time. A follow-up report will be submitted should additional relevant information become available.